Manufacturer narrative:
The patient is (B)(6) in height. An event regarding right hip pain involving a trident liner was reported. The event was not confirmed. Method & results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. Medical records received and evaluation: not performed as no medical records were provided. Device history review: indicated that the specified lot was accepted into final stock with no reported discrepancies. Complaint history review: indicated that there have not been any other events for the specified lot. Conclusions: the exact cause of the reported pain could not be determined. In order to complete a full investigation, items such as operative notes, x-rays, and patient history are needed to determine the root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device.

Event description:
It was reported that patient is experiencing pain after a right hip surgery.

Event description:
It was reported that patient is experiencing pain after a right hip surgery.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat. No.: 542-11-48d, trident psl ha cluster 48mm, lot code: 2k8mme. Cat. No.: 2060-0000-1, acetabular dome hole plug, lot code: mete7m. Cat. No.: 6051-0730s, secur-fit max 132 hip stem #7, lot code: dp1mde. Cat. No.: 2030-6525-1, 6.5 cancellous bone screw 25mm, lot code: mer4w4. Cat. No.: 06-3299, c-taper cocr lfit head 32mm/-5, lot code: eewmee. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device remains implanted.